Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump detected power error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that power error detected reoccurred within a week of troubleshooting of the previous occurrence. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device p cap or reservoir locked properly in place. Device received with cracked keypad overlay, broken belt clip rails, serial number label missing, cracked case battery tube, and cracked case-corner of belt clip rails. Device passed displacement test and active current measurement, however unit failed sleep current measurement and received unexpected battery power loss and pump error 25 alerts due to moisture damage at electronic assemblies and corroded battery tube.